Event description:
Nt821731c - luer lock was cracked. The nurse attempted to loosen luer lock connector from system to drainage bag. Luer lock was cracked and then crumbled in rn hands. Neurosurgery was notified and the entire eds3 system was exchanged. No patient harm.

Manufacturer narrative:
Initial report ref. To natus complaint (B)(4). (B)(4) rev 10 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.12 cause - stopcocks: broken, cracked/fractured luer fitting effect (harm) - delay in patient treatment, csf leakage and over drainage of csf residual risk medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint # (B)(4) the lot number of the affected device was not confirmed. Complaint history review/trend analysis: (24 months review and percent of sales) 32 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line and is currently at the root cause investigation status. Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.14 breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag." The risk level is considered low. Based on complaint of "tubing connection to bag broke" this determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. It is unlikely the luer lock "crumbled" in the rn hands as described; it is more likely the luer lock cracked due to overtightening and had already failed. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - luer lock was cracked. The nurse attempted to loosen luer lock connector from system to drainage bag. Luer lock was cracked and then crumbled in rn hands. Neurosurgery was notified and the entire eds3 system was exchanged. No patient harm.